Event description:
Caller reported blood glucose results of 506 mg/dl on inform system 1, inform system 2 result of 186 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for inform system 1, medwatch with (B)(6) is for inform system 2.